Event description:
During a laparoscopic roux-en-y gastric bypass, bleeding was noted after the stapler was removed. A rent was noted in the upper part of of the remnant stomach. Attempted suture repair was unsuccessful and it was decided to convert to an open procedure. It was determined that, upon final firing of the stapler in creation of the gastric pouch, the stapler with a blue load had misfired and had penetrated only the anterior wall of the stomach. The gastric bypass was completed along with the repair of the gastrotomy, omental patch, partial remnant gastrectomy.